Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a system error 20602 (monitor motor stall). Functional testing was performed and a loaded set was successfully run without discrepancies. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was identified. No additional information is available.